Event description:
On (B)(6) 2014 left subclavian port-a-cath was placed for chemotherapy for carcinoma of breast. The pt completed chemotherapy and had not had any port-a-cath maintenance since chemotherapy, so was advised to have port removed. On (B)(6) 2016 the catheter was withdrawn and found to be fractured at the 12 cm level. This was not a clean break. The port was removed. The surgeon probed with a hemostat along the tract and the distal end of the catheter could not be found. The pt was taken to the cath lab on (B)(6) 2016 and the catheter was successfully retrieved from the brachiocephalic vein with access from the right common femoral vein.